Event description:
It was reported that eccentric motion was visible to the user once the universal driver was assembled with pin driver with fluted pins. The surgeon stopped to use the universal driver and used jacobs adapter with the fluted pins directly instead of the universal driver. Peg drill was used with the universal driver and the eccentric motion was also visible.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Device evaluations were not performed as the device was used in surgery and not returned. A review of the device history records indicated that the devices were manufactured and accepted into stock with no discrepancies. A complaint history review indicated that there were no previous similar reported complaints for the reported lot. The investigation concluded that the exact root cause of the eccentric motion of the universal driver could not be determined because the reported devices were not returned and the reported event could not be confirmed.

Event description:
It was reported that eccentric motion was visible to the user once the universal driver was assembled with pin driver with fluted pins. The surgeon stopped to use the universal driver and used jacobs adapter with the fluted pins directly instead of the universal driver. Peg drill was used with the universal driver and the eccentric motion was also visible.